Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The customer alleged that the battery compartment was cracked and the battery cap was unable to be tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: a review of the pump¿s black box revealed one unexpected pump reboot. The battery compartment was found to be cracked from the threads to the case seal. The pump powered on correctly with no power interruptions duplicated during investigation. The battery cap was fully loosened one half turn with no power interruptions occurring. The pump was opened and there was no moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).